Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was having issues uploading to carelink. He just requested assistance to upload his information due him experiencing low blood glucose levels of 40 mg/dl at night. Troubleshooting wasn't performed on the device. Customer is not returning the device for analysis.